Event description:
It has been reported to philips that the ippc of the allura device would not boot, resulting in an inability to expose. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was used for a coronary planned treatment. The procedure was delayed for 20 minutes and completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc (image processing pc) was not booting up resulted in an inability to expose. Review of the system log files showed the ippc boot up failure. The philips engineer has replaced ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.